Event description:
It was reported that this right atrial (ra) lead was repositioned due to lead perforation resulting in pericardial effusion confirmed through CT. Patient also stated shortness of breath (sob). This lead remains in service. No additional adverse patient effects were reported.